Event description:
It was reported that during a transcatheter aortic valve implantation using an Evolut FX+ 29 mm via femoral access within a previously implanted non-Medtronic surgical aortic valve, a pre-implant balloon dilation was performed. The valve and delivery catheter system initially could not pass because it became stuck at the upper ring of the pre-existing valve. Repeat balloon dilatation and a wire exchange were performed, after which the Evolut valve was implanted in a deep position with a reported good hemodynamic result. The patient was initially stable and experienced a minor groin complication. During transfer, the patient developed sudden respiratory arrest and severe hypotension. Echocardiography identified a pericardial effusion, which was immediately drained; however, the patient remained hemodynamically unstable, required cardiopulmonary resuscitation, and underwent emergency surgery with sternotomy. Annular rupture with extension into the left atrium was found during the surgery, and the patient subsequently died.

Manufacturer narrative:
This is a system report. The Section D. information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: Medtronic Brand Name: EVOLUT FX PLUS VALVE; Product ID: EVFXPLUS-29; Serial: R893953; UDI: (b)(4) ; Manufactured Date: 2026-04-16; Use By Date: 2028-04-15; Implant Date: (b)(6)2026; FDA Site ID: 9617601. A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.